Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number:(B)(6). Section h3 - other (81): the complaint product was not returned for evaluation because the lens remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was damage on the edge of the preloaded monofocal intraocular lens (iol) and that the lens remains in the eye. Through follow-up we learned that the optic was damaged at the periphery and no explantation will take place as it does not bother the patient. No further information was provided.

Manufacturer narrative:
Corrected information: in the report submitted feb 26, 2024 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: dib00i0240. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.